Event description:
Patient hematoma was reported to have occurred following a procedure utilizing a dornier delta iii, sn (B)(6).

Manufacturer narrative:
A service report was submitted by dmta field service engineer following the evaluation of the device identified by this complaint. This technical system safety check was conducted 14 june 2024 and the findings concluded that the device was in compliance with dornier specifications. Details concerning individual patient complications outside of the confirmation of patient hematoma following the procedure was not provided to dmta for review. The result of this investigation revealed no defects or inconsistencies with the identified device. The reviews conducted for this investigation concluded the device was manufactured and functioning within dornier specifications.